Manufacturer narrative:
(B)(4). The reported condition was confirmed during evaluation of the returned pump. The cause was determined to be inoperative force sensing resistors. To address the condition the force sensing resistors were replaced. A service history review revealed no previous service events were related to the reported condition.

Event description:
A customer reported to baxter (B)(4) that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.